Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. The sphincterotome was introduced into the accessory channel of the endoscope. When the sphincterotome exited the end of the endoscope, the device was reportedly "twisted" and orientation of the cutting wire was reported to be 5:00 (appropriate orientation is 11:00 to 1:00). Harm to the patient was not reported. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to use by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: our evaluation of the returned device confirmed the report of incorrect orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 5:00 (appropriate orientation is approximately 11:00 - 1 o'clock). A severe bend in the catheter was also observed at the proximal end of the cutting wire. A discrepancy or anomaly that could have contributed to incorrect cutting wire orientation was not found during our laboratory analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation and twisting of the catheter can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." A bend in the catheter near the cutting wire can occur if the sphincterotome receives added pressure during advancement through the endoscope or general handling. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. If the elevator of the endoscope is placed in the closed/up position with the sphincterotome inside the accessory channel, this could cause a bend in the sphincterotome catheter. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection ensures the product is free of kinks. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been made aware of this type of report in an effort to heighten awareness. No further action taken at this time. Customer quality assurance will continue to monitor for complaint trends.